Manufacturer narrative:
The customer performed a visual check of the patient's sample. The customer's calibration, qc, sample pre-analytical information, and system alarm trace were requested but not provided. The field service engineer replaced the sipper nozzle and other various parts. He performed ise checks, precision, calibration and qc with acceptable results. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received a questionable ise indirect gen.2 na result for one patient tested on a cobas 8000 cobas ise module. Prior to patient testing, the customer confirmed calibration and qc were acceptable. The patient's initial na result was not reported outside the laboratory. The customer noticed the patient's previous na results were higher and performed repeat testing on the same cobas 8000 cobas ise module. The patient's initial na result was 122 mmol/l. The patient's repeat na result was 129 mmol/l. The na electrode lot number and expiration date were requested but not provided.